Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the stapler was able to fire, one or two staples were malformed. They reinforced with suture and oversewed to complete the case.